Event description:
The customer reported that a "speaker malfunction" error is displayed. The audio is not working and speaker cable damaged. It is unknown if the device was in use at time of event, and there was no adverse event reported. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the audio was not working and the speaker cable damaged. Based on the information available and the testing conducted, the cause of the reported problem was a damaged speaker cable. The reported problem was confirmed. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.